Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to an accidental failure or a failure due to handling, because the device was shipped in compliance within specifications and the tendency to occur frequently was not confirmed. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the scope socket was loose; the video connector socket did not secure any paddles and when slightly moved, image noise or loss was observed. In addition, it was noted that the top cover was dented and poor appearance was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, video connector socket failure was found. This report is submitted due to the finding of video connector socket failure, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.